Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer could not obtain a blood glucose result using the adc meter due to it not powering on with button press or test strip insertion. No symptoms were reported. Customer was rushed to the hospital and was given a shot of insulin and was advised to go home. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Caller reported the customer could not obtain a blood glucose result using the adc meter due to it not powering on with button press or test strip insertion. No symptoms were reported. Customer was rushed to the hospital and was given a shot of insulin and was advised to go home. There was no report of death or permanent impairment associated with this event.